Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned product identified that there is debris inside the sterile package. Device history record (DHR) was reviewed and no discrepancies were found. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. This reported event falls within the scope of a previous corrective action, the purpose of which is to address the issue of complaints for debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: tprlc 133 mp type1 pps ho 12.0, pn 51-107120, ln 6571900. Report source: the event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00110. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the incoming inspection team member in warehouse found debris in sterile package. No patient involvement. Attempts were made to obtain additional information; however, none was available.